Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the tined lead with (va0h0k4) revealed no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0h0k4, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0h0k4, product type lead. (B)(4). Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete.

Event description:
The health care professional (hcp) reported via the manufacturer representative (rep) that there was a faulty lead. The event occurred during procedure. During routine implant procedure, the lead was inserted into the implantable neurostimulator (ins) and the impedance was greater than 4000 ohms on all electrodes. The lead was reinserted after being wiped off and made sure the set screws was loose and tried four more times but impedances were still greater than 4000 ohms. It would not pass the impedance test. A new ins was opened and the same issue persisted. The lead was disconnected from the ins and they received a positive motor function of bellows and toe. A different clinician programmer was used, along with x-ray and cautery equipment being shut off, and there was the same greater than 4000 ohm impedances. The only option was a new lead, which was implanted and reconnected to the ins. This cleared all impedances, all were less than 4000 ohms, and they were able to finish the procedure. It was further reported that there was a lead breakage. The ins and the lead were not working together. The issue was resolved at the time of the report. The patient recovered without permanent sequelae. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. If additional information is received, a follow-up report will be sent.